Manufacturer narrative:
Upon evaluation, fluid internal to the device was discovered. Damage to electrical components were verified. Components which were replaced due to the blood spill include power supply, centrifuge and cables. The machine is now ready for use. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for orthopat fluid spill due to a rupture at the head of the dynamic disk, with blood overflow. Drain was flushed with water. No pt/operator injury associated.